Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00309: driver, 3025141-2018-00311: handle.

Event description:
While implanting an aculoc 2 plate, the driver tip broke off in one of the screws and could not be removed. It remains implanted.